Manufacturer narrative:
Product event summary: confirmed that the cable was cut, and the radiofrequency (rf) head was contaminated from re-sterilization. The rf head failed incoming testing. The main printed circuit board (pcb), upper and lower case, antenna coils, and magnet were contaminated.

Event description:
It was reported that the radiofrequency (rf) head was cut or broken by resterilization. The rf head has been returned to service. There was no patient involvement. It was further reported that the radiofrequency programmer head subsequently tested out of specification during manufacturer's analysis.